Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator intermittently failed opcheck and showed red x after being on battery power for three hours. There was no pt involvement.